Event description:
The reporter from the lab alleges back to back results of 252 mg/dl on the inform meter and 128 mg/dl from the lab test. No adverse event reported and no treatment based upon suspect results. Return requested and replacement was sent.